Event description:
It was reported that during a gastric bypass procedure, the surgeon fired over the stomach tissue with a blue reload; the device was very hard to close and as it fired, the blade cut, but stapled halfway. They used another device to complete the procedure and they then reinforced the staple line with suture. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.